Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of medical device removal ("did it just come off after removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and weight increased ("went from (B)(6) up to (B)(6)"). The patient was treated with surgery (essure removed on (B)(6) 2013). Essure was removed in (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown and the weight increased was resolving. The reporter considered medical device removal and weight increased to be related to essure. The reporter commented: I went from (B)(6) up to (B)(6) I am now down to (B)(6) since (B)(6) 2013 removal and still working on it. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Concerning the injuries reported in this case, the following one/ones were described in social media: medical device removal, weight increased. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("did it just come off after removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and weight increased ("went from 180 upto 250"). The patient was treated with surgery (essure removed on oct 2013). Essure was removed in october 2013. At the time of the report, the medical device removal outcome was unknown and the weight increased was resolving. The reporter considered medical device removal and weight increased to be related to essure. The reporter commented: I went from 180up to 250 I am now down to 205 since oct 2013 removal and still working on it. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92.971 kgs. Concerning the injuries reported in this case, the following one/ones were described in social media: medical device removal, weight increased. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-nov-2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.